Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing auto-reduction and as a result, could not feel stimulation. Reprogramming was initially able to resolve the issue; however, the patient ultimately experienced loss of stimulation . It was also reported that diagnostics revealed high impedance values. The scs extension was explanted (patient had a competitor's leads).